Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced by a service technician as part of recertification. This is an ancillary service event. A visual inspection and battery testing were performed and identified the battery low alarm. The cause of the alarm was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.